Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station went to update when restocking and requested login permission with domain the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck at the login screen. A field service engineer logged into the station using administrator credentials, which restored normal functionality of the pyxis application even after a cold restart. Since the remote smart service (rss) remained offline, the engineer applied the recommended component manager to the station, bringing rss back online. The customer tested station functionality and confirmed that it was operating correctly. The system functioned as intended after the field service engineer repaired the device.